Manufacturer narrative:
Corrected information: manufacturer. Originally submitted with initial reporter information.

Manufacturer narrative:
Customer reported a pyxis anesthesia es system gave an error message during a procedure. Complaint is captured in file (B)(4). Pyxis anesthesia es system device was showing error "a fatal error has occurred on the underlying data source. An unexpected error has occurred while recording a transaction, you will be signed out. Sign back in to continue." Customer was able to still remove the morphine pf medication. No patient or user harm was reported. The investigation determined that the anesthesia system had run out of hard drive space. Field service technician noticed that it was not communicating. Field service technician removed temporary files to make room on the hard drive. Pyxis anesthesia es system device was then rebooted and confirmed was working and communicating. No further issues were identified.

Event description:
Customer reported a pyxis anesthesia es system gave an error message during a procedure. Customer was able to still remove the morphine pf medication. No patient or user harm was reported.